Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. Product location unknown.

Event description:
A patient underwent a hip revision procedure due to a possible infection. No additional information is known.

Manufacturer narrative:
This report is being amended to reflect additional information.

Manufacturer narrative:
(B)(4). Concomitant medical products - unknown femoral stem, unknown m2a femoral head, unknown m2a acetabular cup. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital will not return it. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.